Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description/event details: as agreed, we submit all our findings at the end of the batch. All were found during packaging so no patients were involved. Loose particle: 2, visible silicon oil: 16, scale marking issue (crooked, double, missing): 49, damaged syringe: 8, black ring: 12, black speckles: 18. Answer received on 30.01.2025. De particles are in the piston, but behind the stopper.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there were loose particles, visible silicone oil, scale marking issues, damaged syringes, black rings and black speckles. To aid in the investigation, forty samples in seven different bags were received for evaluation by our quality team. Each bag has a handwritten category as follows: scale marking x 10, black rings x 6, damaged x 7, stain on flange x 3, specks x 8, silicon oil x 4, loose particle on the piston x 2. A visual inspection was performed. All the scale marking issues were confirmed. The black rings are lightly printed and considered an acceptable imperfection. For the damaged syringes, five syringes were confirmed damaged and two were acceptable. One syringe was confirmed to have a stain of embedded degraded resin on the flange and two were found to be acceptable. There was no visible silicone oil or loose particles on the piston. No particles or any other foreign matter was observed. The scale marking issues and black rings occur when there is a jam during the barrel printing process. The damaged syringes occur when there is a jam during the plunger rod assembly process. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301033, lot 2298107. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis symptoms reported by the customer are confirmed.

Event description:
No additional information received.